Event description:
Constant "check intra aortic balloon catheter" alarms sounded from the sys 90 pump. No blood was noted in the catheter and there was no kinking in the catheter. The intra aortic balloon was not returned to datascope for eval. The intra aortic balloon was discarded by the facility. (Event complications: unk-reported 6/30/98.) (Pt's current status: unk-rpt'd 6/30/98.)